Event description:
It was reported the ems was used during a laparoscopic hernia repair. It was reported by the affiliate the staples would not deliver. There was no consequence to the pt.

Manufacturer narrative:
Tracking #.49492. Ees #.981001/j d5; h4: information not available, device not returned for analysis.